Event description:
It was reported that the patient presented remotely. Review of transmission revealed noise on the atrial lead and right ventricular lead. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the noise oversensing were observed on the atrial lead and right ventricular lead. Programming changes were performed. There were no patient consequences.